Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the customer reported issue. The cse replaced the graphical user interface (gui) printed circuit board (pcb) and backlight inverter pcbs, which resolved the customer reported issue. The cse installed the latest revision of software. The ventilator passed calibrations, extended self-testing (est) and short self-tests (sst). Covidien reference: (B)(4).

Event description:
Covidien recd info from a customer in the USA of an inoperative graphic user interface (gui). The malfunction did not occur during patient use.